Event description:
Caller states that the inform meter shows signs of melting on the connector pins, and the pins appear green. No adverse event reported. Requested return of suspect device and replacement was sent.